Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unresponsive keypad or button. Customer stated that it occurred often and they were not able to give a bolus properly yesterday and today. Customer injected manually before calling in order to lower their blood glucose level. Customer's blood glucose level was 27.5 mmol/l. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further details given.

Manufacturer narrative:
The insulin pump received with intermittent button response due to lcd keypad connector not plugged in properly. The insulin pump received with minor scratches on display window.